Manufacturer narrative:
The investigation was completed. The console was returned for evaluation. The device log review from the complaint date revealed that the console issued the purge disc not detected alarm. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced and purge flag was confirmed to be missing. Therefore, the root cause was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a pressure transmitter not detected during purge cassette change and the aic was replaced without further reported issues. The nurse stated that they were unsure which patient the aic was used on. However, there is no report of patient harm or injury.